Manufacturer narrative:
(B)(4) - load not recalled and suspected positive bi.

Manufacturer narrative:
Device information: correction - lot #: correcting from unk to 32314144. Device information: correction - expiration date: correcting from unk to 04/30/2015. Device available for evaluation: correction: correcting from "no" to "yes", returned to manufacturer on: "03/18/2015." Manufacturer date: 11/19/2014. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and health hazard evaluation (hhe). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from march 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from march 2014 through february 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 11/19/2014 to 2/19/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The hhe was reviewed for the risk of using instruments from a load with a positive biological indicator (bi) result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. One suspect positive bi was received with a gold chemical indicator (ci) disc and yellow media in the crushed vial. No manufacturing anomalies were observed in the suspect positive bi. Five unused bis were submitted for functional evaluation. Two bis were used as controls. All three bis met specification with no damage or leakage observed after processing. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains and returned product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. Concomitant product evaluation (sterrad 100s) was not performed as the customer was unresponsive to mulitiple attempts of obtaining additional information. The cyclesure® retains met functional specification. A customer letter has been sent addressing the ¿load not recalled¿ issue. The issue will continue to be tracked and trended.

Event description:
An international customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. One item from the concomitant load was released for use. The item released from the load is unknown. It is also unknown if there was injury or harm associated with the issue. Multiple follow up attempts to gather information about the specific released item and potential injury have been unsuccessful. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.